Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements in the 100 to 124 ohms range for the last year. More recently, the lead exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed the option of increasing the alert value in the remote home monitoring system to 150 ohms and continuing to monitor. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.